Event description:
It was reported the lead was tested before use and it was not possible to extend the helix. The lead was not used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helx/lobe mechanism.